Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient wasn't receiving substantial relief after multiple reprogramming attempts. No known factors led to the issue. The entire system was removed and was expected to be returned. The issue was resolved. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead; product ID: 97791, lot# unknown, product type: accessory; product ID: 97791, lot# unknown, product type: accessory. Analysis of the implantable neurostimulator (ins) (B)(4) found no anomalies. The results / conclusion codes no longer applies. If information is provided in the future, a supplemental report will be issued.